Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiry date: 05/2025) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post a port placement, the physician allegedly had difficulty drawing blood from the port initially. It was further reported that a clot was allegedly found to be in the internal jugular vein. The current status of the patient is unknown.

Event description:
It was reported that sometimes post port placement for chemotherapy, the physician had difficulty drawing blood from the port initially. It was further reported that patient found to have clot in her internal jugular vein. Additionally, the patient was prescribed medication to dissolve the clot as it was reported that the health care provider did not want to administer a de-clot agent for fear the clot would migrate to the lung. The port was not removed and not used. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported suction problem and blood clot in port issues as no objective evidence was provided for review. However, the investigation is confirmed for the identified improper procedure issue as the port was flushed by nursing staff only after 5-6 weeks after being implanted. Although the definitive root cause for the reported suction and obstruction issues could not be determined based upon available information, the root cause for the improper procedure issue was determined to be use error. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Instructions for use states that: flushing volumes: when port not in use- 5 ml sterile normal saline every 90 days. When port not in use-5 ml heparinized saline every 28 days (100 u/ml). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post a port placement, the physician allegedly had difficulty drawing blood from the port initially. It was further reported that a clot was allegedly found to be in the internal jugular vein. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported suction issue as no objective evidence was provided for review. However, the investigation is confirmed for the identified improper procedure issue as the port was flushed by nursing staff only after 5-6 weeks after being implanted. Although the definitive root cause for the reported suction issues could not be determined based upon available information, the root cause for the improper procedure issue was determined to be use error. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Instructions for use states that: flushing volumes: when port not in use- 5 ml sterile normal saline every 4 weeks h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.